Manufacturer narrative:
Additional, corrected and/or change data: h.6.

Event description:
Healthcare professional reported unknown side "ruptured". Device has been explanted.

Event description:
Healthcare professional reported unknown side "ruptured". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported unknown side "ruptured". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed as unidentified (tear) opening (shell thickness within specification) a missing piece of shell assessed as inconclusive. As per the investigation procedure broken device (suture tab) assessed as surgical damage and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.